Event description:
Dr was placing in a zimmer peek case for transforaminal lumbar interbody fusion (tlif). While inserting the cage a piece of the outer aspect of the cage broke off. All staff notified. Broken off piece was retrieved and removed. All staff made aware. Charge nurse in pod 2 notified and report placed. The procedure continued and x- ray throughout the case. The cage was felt by dr to be securely in place and broken off piece felt not to be an issue per dr.